Event description:
Operator reported analyzer leaking heavily onto the floor. No pt samples were involved and no operators were harmed. The customer found a clog in the sample probe drain and cleaned the drain which resolved the leak. Performance tests performed by customer which are within spec.